Manufacturer narrative:
Analysis found the customer complaint was confirmed, channel one was not functional. One interface clamp was bent. The wave spring washers were worn. The assembly clamp, pcb, wave spring washers were replaced. The patient interface was successfully tested according to service repair instructions. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the device did not communicate prior to the procedure. There was no procedure delay as a result of this event. There was no patient impact.